Event description:
The facility's materials coordinator reported a pt death involving a flo-gard infusion pump. The pump was reportedly infusing total parenteral nutrition (tpn) at a rate of 500ml/hr; the prescribed was 30ml/hr. Both pump channels were in use at the time of this incident; it is not known which channel was infusing the tpn. No autopsy will be performed per the request of the family. No additional details were able to be obtained regarding pt demographics and diagnosis, pump programming and set-up info, or the channel involved despite baxter's efforts.